Event description:
During a hepatic embolization procedure in 2000, the coil became dislodged and traveled into the wrong artery. The coil lodged in the peritoneal right artery. The pt was subsequently taken to the operating room and the coil was removed.